Event description:
Arrive2 clinical study # 144-070. It was reported that 219 days after a coronary drug eluting stenting treatment procedure, the pt required a target vessel reintervention (tvr). The lesion being treated in the index procedure was a 2.75mm, 100% stenosed, 22mm long portion of the mid right coronary artery (mid rca). The physician treated the lesion with predilatation and successful placement of a taxus express2 8.8% 2.75x24mm drug eluting stent in the target lesion. There were no reported complications. The pt was discharged the next day on plavix and aspirin. Two hundreds and nineteen days after the initial procedure the pt required a tvr. The physician successfully implanted a taxus express2 stent in the mid rca. The pt was discharged the next day.

Manufacturer narrative:
The stent remains in the pt and the delivery device has been disposed, therefore no direct product analysis will be available. The shopfloor paperwork for this batch shows that the product met its specifications. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident. It was noted that the stent had expired to it's use.